Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms that started about two weeks ago and the patient had not been pleased with therapy. The patient had not been in too many times for reprogramming, but would feel stimulation after changes were made and then got used to them. It was noted that two weeks ago the patient saw displayed on the patient programmer a por (power on reset) condition and an eos/eol (end of service/end of life) message. A longevity calculation was performed to estimate device battery life based on patient's settings on program 3, 8.5 v, 201 pw, 25 hz, cycling of 10 sec on/off, 24/7 use, c+,2-,1-, which result was 3.83 months to eos. It was indicated that due to patient's high settings, there was a likelihood of the battery being replaced soon. It was also reported that impedances were high on some of the bipolar pairs. An impedance check resulted in the following: c0=>4000 ohms, c1=691 ohms, c2=>4000 ohms, c3=3729 ohms, 01=1746 ohms, 02=>4000 ohms, 03=>4000 ohms, 12=3498 ohms, 13=3993 ohms, and 23=>4000 ohms. It was indicated that the patient was not aware of any accidents/incidents, falls or other trauma, but he had been working in the yard. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v394050, implanted: (B)(6) 2010. Product type: lead. (B)(4).